Manufacturer narrative:
Manufacturing site could not be identified because lot information was unavailable. Manufacturing site could not be identified because lot information was unavailable. Device evaluation was unable to be performed because the sion blue guide wire was discarded at the user facility. Lot history records review could not be conducted because of unavailability of lot information. All the shipped products were inspected in the production process and satisfied the product specifications ad release criteria; therefore, it was concluded that there was no anomaly in product quality. Based on the provided information and referring to known similar events, it was presumed that torsional and/or bending stress generated with manipulation in attempts to cross had most likely contributed to the reported separation of the core. The applied stress would exceed the product's design limit probably when the tip was being caught and restricted its movement by calcified plaque. Elongation of the coil had likely made by tensile stress generated with removal. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: warnings- observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. - never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. - if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. Malfunction and adverse effects- breakage of the guide wire.

Event description:
It was reported that an asahi sion blue guide wire unraveled during a pci to treat a total occlusion in the distal rca. The entire guide wire was successfully removed from the patient and no additional intervention was required. There were no adverse patient effects associated with this event.